Event description:
During right tsa, the surgeon was at the point where the real glenoid component had been implanted and he wanted to protect that component during final preparation of the humerus. He utilized the glenoid skid to help with protection of the implanted glenoid component. He utilized the glenoid skid in a manner in which he had used this instrument on many previous occasions. On this occasion, the skid broke and its broken pieces had to be retrieved from the surgical wound. This caused a very minor delay to the surgery. All broken pieces of skid were retrieved. The surgery proceeded uneventfully. The patient left the or in satisfactory condition. (Captured in (B)(4)) this was the second time this instrument had broken in as many cases with dr. (B)(6), which raised the question of whether the skid was being manufactured differently (than when he used it previously, during his fellowship, with dr. (B)(6)).

Manufacturer narrative:
(B)(4). Analysis completed on 03/18/2020 by (B)(4). Findings: according to the senior manager e&d-shoulder, the glenoid skid ¿is meant to help reduce and/or dislocate the joint during reverse shoulder arthroplasty.¿ based on the event description detailed in the experience report, the device does not appear to have been used for its intended purpose. The broken glenoid skid appears consistent with applying a bending moment to the device during use. Most likely cause: based on previous similar investigations, the broken glenoid skid reported in (B)(4) was likely the result of applying a bending moment to one end of the instrument, which led to the fracture of the device. Rmr review: the rmr and racr for this glenoid skid, rmr-00006 rev - and racr-00009 rev -, were reviewed. The risk is captured, however the racr is being updated under (B)(4) to capture the appropriate harm for this hazardous situation. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. According to the senior manager e&d-shoulder, the glenoid skid ¿is meant to help reduce and/or dislocate the joint during reverse shoulder arthroplasty.¿ the device does not appear to have been used as intended. All the broken device pieces were removed from the patient surgical site. An investigation was conducted; based on previous similar investigations, the broken glenoid skid reported was likely the result of applying a bending moment to one end of the instrument, which led to the fracture of the device.